Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with two unspecified mentor smooth saline breast prostheses. Post-operatively, the patient suffered spontaneous right breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 19, 2022, mentor became aware that section e 1. Initial reporter country code was erroneously left blank in the initial report submitted on april 13, 2022. The proper answer has been populated. Section e. 1. Initial reporter country code: USA.